Event description:
It was reported that an ilet user experienced an infusion set connection issue in which the connector was not fully seated and twisted into place, leading to incorrect accounting of remaining insulin and concern about rapid insulin use; the user was guided through a full supply change and confirmed proper attachment afterward. Symptoms included hyperglycemia with reported blood glucose values up to 320 mg/dl and later a low glucose alert that was treated with oral juice. Outcomes included transient hypoglycemia with nadir 71 mg/dl that resolved to 105 mg/dl by the end of the call, without injury or hospitalization. Investigation included troubleshooting and education by support, review of dosing history indicating daily insulin use of approximately 42 units, and confirmation of no visible damage to the pump or connector. Investigation of this case revealed user error in deploying or attaching the infusion set connector, with insulin delivery continuing but reported remaining units being unreliable due to the misconnection. It was concluded that the event resulted from improper infusion set connector attachment and was resolved with a full supply change and correct reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.